Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. The event is considered misuse. Per the IFU, convex wafers are contraindicated in patients with a hernia. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user noted skin irritation intermittently for several years, which persisted and worsened for about 3 months. He used water to cleanse skin, barrier wipe and stoma powder. Reportedly, the end user had an orange sized bulge with the stoma in the center. On (B)(6) 2020, he saw his physician who diagnosed a peristomal skin staphylococcus bacterial infection and a possible allergic reaction to the (B)(6). No labs were performed. The end user was prescribed bacitracin ointment topically to the peristomal skin and oral clindamycin. He continued to use the product. No photo is available at this time. His stoma was located on his right lower quadrant. The stoma was mushroom shaped and protruded greater than 13 mm. It measured 19 mm at the base and 29 mm at the apex. His abdomen was round and soft with uneven areas at 3:00 & 9:00.